Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential clinical adverse events associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains gi bleeding as a potential event that may be associated with use of the product. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The distributor reported that the medical team does not believe this event to be device-related and review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the most likely root cause is the patient's history of gi bleed and anticoagulant therapy. There are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient was hospitalized for treatment of gastrointestinal (gi) bleed. The patient received blood transfusions. Anticoagulant therapy was held if inr was greater than 4.0 but resumed when inr was less than 3.5. The therapeutic inr range was 3.0-3.5. The last report received indicated that the patient was discharged home and is doing well. The distributor also reported that the medical team does not believe this event to be related to the device.